Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia & new zealand (oaz). Omsc was unable to review the device history record, because more than 15 years have passed since the subject device was manufactured. Based on the information provided by oaz, omsc surmised that the image was noisy because the video communication could not be transmitted to the video system center due to the camera cable was damaged (twisted). The exact cause of the twist of the camera cable could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to (B)(4). (B)(4) checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The image was displayed intermittently when cable assembly was manipulated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the subject device was not displayed intermittently. There was no report of patient injury associated with the event.